Manufacturer narrative:
No product returning for evaluation. Attempts have been made to all event information. Should new information become available, a follow up report will be submitted.

Event description:
Received information regarding the patient line (pigtail) had unscrewed from the infusion set. Customer's blood glucose level was impacted.